Manufacturer narrative:
To check for the pump's accurate insulin delivery, the "driveunit" test was conducted on the diagnostic test system. The mechanical functionality and linearity of the drive unit was tested. The test result was fail. The piston rod blocked when moving forward (load test). The mechanical blockage of the piston rod itself leads to the failed result. If the pump detects a blockage during the use at the customer, an error message would be triggered. However, no error was found in the device history file of the pump. Further analyses revealed that the accuracy of the delivery (linearity) is not affected; the accuracy of the motor steps is as intended. Each motor step leads to a defined extension of the piston rod.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient was admitted to hospital due to a gastroenteritis. The patient experienced elevated blood glucose levels due to dehydration. The blood glucose result was 500 mg/dl. The patient was using the infusion device and the blood glucose level only decreased to "300 mg/dl - 400 mg/dl" after changing the accessories on the infusion device. The patient was then taken off of the infusion device and treated with novorapid insulin via infusion. The blood glucose level went down to 200 mg/dl. The patient was in the intensive care unit from (B)(6) 2016. The infusion device was requested to be returned for product evaluation.